Event description:
A trilogy evo ventilator was reported to have a blank display screen. There was no harm or injury reported. The display screen requires replacement to address the issue. The customer stated they were taking responsibility for the repair of the device.